Manufacturer narrative:
This adverse event occurred as part of a post-market clinical study. The event had not been reported initially, since the infection occurred three months post injection. After reviewing the incident, FDA indicated to bsc (coaptite distributor) that the event should have been reported. The timing between onset of the injection and symptoms was not specific; therefore, it is unk if the coaptite injection had contributed to the urinary tract infection. The coaptite lot number was not provided; therefore, device history record review could not be conducted.

Event description:
A pt was injected with coaptite injectable implant for a urethral bulking procedure, during a post market surveillance study with dr. (B)(6). Approximately three months post injection, the pt developed a urinary tract infection and was treated with antibiotics.